Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic pacing was poor, so a visual check was conducted and there were no issues found. The case was completed with cryo. The next day, the patient was diagnosed with asymptomatic phrenic nerve palsy (pnp) with a chest scan. The pnp did not recover by the time the patient was discharged. No further patient complications have been reported as a result of this event.